Manufacturer narrative:
End user did not know lot number so DHR review of lot number used could not be completed. Product sample not received so sample review was not possible. Without the benefit of examination and testing, hollister is precluded from commenting on the condition of the device or the cause of the occurrence.

Event description:
It was reported that when the end user inserted the hollister instantcath intermittent urethral urinary catheter, it would bend. This was reported to lead to bleeding and a urinary tract infection for which the end user was prescribed antibiotics. Also, the end user reported that the catheter had lubrication present.